Event description:
The customer reported that the 840 ventilator had an erratic gui display. The covidien customer support engineer (cse) was not able to duplicate the problem. The cse inspected the device and replaced the backlight inverter pcb as precautionary action. The unit passed extended self testing.